Event description:
Heal-laa study with patient identifier (B)(6). It was reported that atrial fibrillation occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx pro laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Ten (10) days post index procedure, the patient presented to the emergency department with heart palpitations lasting six (6) hours. An electrocardiogram (EKG) confirmed atrial fibrillation with rapid ventricular response. The patient was admitted to the hospital and diltiazem was administered intravenously. The patient returned to sinus rhythm. Four (4) days post hospital admittance the patient had fully recovered. It was further reported an attempt was made to implant a 27mm watchman flx pro laa closure device with delivery system (wds) which was unsuccessful. A 24mm watchman flx pro laa closure device with wds was successfully implanted.

Manufacturer narrative:
B5 describe event or problem updated . B7 other relevant history updated. D1:d4 suspect medical device updated. H4 device manufacture date updated. Rfb device manufacture date updated.

Event description:
Heal-laa study with patient identifier (B)(6). It was reported that atrial fibrillation occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx pro laa closure device with delivery system (wds) and a watchman fxd curve access system (was). Ten (10) days post index procedure, the patient presented to the emergency department with heart palpitations lasting six (6) hours. An electrocardiogram (EKG) confirmed atrial fibrillation with rapid ventricular response. The patient was admitted to the hospital and diltiazem was administered intravenously. The patient returned to sinus rhythm. Four (4) days post hospital admittance the patient had fully recovered.